Event description:
Right total hip arthroplasty - broken prosthetic cup with screw - removed - revised right total hip arthroplasty. Dislocated hip prosthesis with movement appearing to have occurred relating to the acetabular component which is vertically oriented.